Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. It is unknown when the alarm occurred or if the patient was connected. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. This evaluation included visual inspection and functional testing of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was determined to meet functional performance specification requirements. The reported condition was not verified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.